Event description:
It was reported that during sterile processing at the user facility, the coating on the cordless driver 3 was chipping off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during sterile processing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was confirmed by the manufacturer service technician. Upon inspection, the device handle was found to be damaged which can cause the reported event.